Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range (oor) shock impedance measurement of 136 ohms. Since that oor measurement, all impedance measurements were noted to be high but back within specification, approximately 80 ohms. There were no stored events related to sensing issues. The cause of the high oor impedance measurement is unknown at this time. Boston scientific technical services (ts) discussed in clinic lead testing with the healthcare professional (hcp) as well as the need to interrogate the device to clear the alert in order to allow subsequent shock impedance alerts to be stored. The lead remains in-service. No adverse patient effects reported. Additional information was received that an hcp subsequently contacted ts again about another recent alert for a high oor shock impedance daily measurement on this rv lead. Ts reviewed the data and noted the shock impedance has been stable but elevated for the last 12 months with the highest measurement value in that time being 135 ohms. Ts stated the high end of the normal range is 125 ohms. No noise has been observed. Ts indicated the suspected cause is calcification on the rv lead. Ts provided guidance to consider raising the shock impedance upper alert limit to 150 ohms and noted the next step is to perform a delivered shock test once the shock impedance value reaches 150 ohms or potentially sooner. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range (oor) shock impedance measurement of 136 ohms. Since that oor measurement, all impedance measurements were noted to be high but back within specification, approximately 80 ohms. There were no stored events related to sensing issues. The cause of the high oor impedance measurement is unknown at this time. Boston scientific technical services (ts) discussed in clinic lead testing with the healthcare professional (hcp) as well as the need to interrogate the device to clear the alert in order to allow subsequent shock impedance alerts to be stored. The lead remains in-service. No adverse patient effects reported.